Event description:
Patient information was requested and not provided. During an extended crrt treatment, the operator observed blood spraying from cartridge. The estimated blood loss volume from the leak was not provided. Crrt was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was provided.

Manufacturer narrative:
No problem found during evaluation of the cycler. Inspection of the returned dialyzer confirmed a cracked cap on the arterial header which most likely developed over the course of treatment following exposure to system pressures. Multiple alarms including elevated venous pressure alarms were confirmed on the cycler treatment log file. Device history record reviews of the dialyzer and component lot indicate all quality control acceptance criteria were met with no deviations. The user's guide includes adequate warnings regarding the increased risk of blood clotting during long treatments, when blood flow stops, and when no anticoagulant is used, and that failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak. This is considered an isolated event. Nxstage medical considers this report closed. No additional information will be provided.